Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to obtaining an access intact pth reagent pack with a white object floating in the particle well. The customer did not load the pack onto the system and returned it to bci for investigation. There was no effect to patient or user.

Manufacturer narrative:
It was noted that the reagent pack was not punctured upon receipt. Bci investigator determined that the object was cardboard. The well in which the object was found does use ultrasonification for mixing the particles before aspiration in all assays. Upon recur and use the reagent pack, erroneous results could possibly be obtained. Finalization of the investigation is pending to date.